Manufacturer narrative:
H3,h6: the complaint device used in treatment was not returned for investigation. A product evaluation was not possible. No batch number was communicated so the production history review was not possible. Due to an unknown batch number, the review of historical complaints was performed on product number basis only, revealing 37 additional complaints over the past 12 months with similar failure mode. Due to insufficient information, it is not possible to perform a review of past corrective actions. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The performed investigation does not lead to an accurately determined cause. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from repeated resterilization, prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. Therefore, all reusable instruments must be routinely inspected for signs of wear and damage after reprocessing. Any instruments found to be damaged should be replaced as necessary to ensure their proper functioning and to maintain patient safety. This guidance is provided by smith & nephew orthopaedics ag (reference: lit. N°03389-en 1363 v3 11/19). There is no need for further actions because of the limited information provided. Nevertheless, smith+nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received. H6: investigation findings.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a thr surgery, one (1) polarstem modular head for 21000662 fractured while impacting the head to the stem. No pieces fell into the patient the procedure was resumed without delay using a smith and nephew backup device, and no injuries were reported as a result.